Event description:
It was reported that the procedure was to treat an 85% stenosis in the mid circumflex (cx) lesion with moderate tortuosity and moderate calcification. The lesion was pre-dilated with a 2.5 x 14 mm non-abbott balloon, reducing the stenosis to less than 40%. The 2.5 x 28 mm delivery system was advanced, but could not cross due to the anatomy and was removed. A 2.25 x 28 mm xience xpedition stent was placed successfully and deployed at 12 atmospheres (atm); however, there was a plaque shift to the obtuse marginal 2 (om2). A new 2.5 x 28 mm implant was deployed to treat the om2 with a good angiographic outcome. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.